Event description:
The hospital reported that the ventilator failed to alarm while ventilating a patient. The floor nurse does not recall hearing any alarms, but did notice a visual alarm in 2007 at approx. 8:30pm. The patient was found disconnected from the ventilator on the same day at approx. 8:30pm. The nurse with staff started CPR (cardio-pulmonary resuscitation) on patient. The patient expired.